Event description:
At about1 year and 11 months from the primary, the patient came in reporting pain due to a loose cup. The surgeonrevised the liner, head and upsized cup after determining that the cup wasmalaligned. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 october 2025, cup: mpact 01.32.148mb impact dm acetabular shell d 48(k143453) lot 2307257: (B)(4) items manufactured and released on 18-oct-2023. Expiration date: 03-oct-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.